Event description:
It was reported that the patient was experiencing shortness of breath since implant of their implantable pulse generator (ipg). The physician suspects pacemaker syndrome. The lower rate was increased and the device remains in use. It was also noted that there were indecipherable dual electrograms found on the remote pacemaker transmission. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).